Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the 40's below the programmed lower rate. The patient was noted to be having frequent premature ventricular contractions (pvc). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.